Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. It was unclear if this was related to device function. The device and associated right ventricular (rv) lead were later explanted and surgically abandoned, respectively, for an unspecified product performance issue. No additional adverse patient effects were reported.

Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A series of electrical tests was performed and normal device function was observed.